Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test and self test. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test. Device was unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. Device alarmed a21 after the battery change due to faulty c13 on I/b. However, no pump history reset anomaly noted. No failed battery test alarm noted during testing. Unable to complete the functional testing or verify drive/motor anomaly due to prime anomaly. The motor was tested outside of the unit and passed. Device had cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the motor seems to be slower than before even on full battery and will force prime multiple times. The customer also reported that the insulin pump rejected new batteries and had erased settings when putting in new batteries. No harm requiring medical intervention was reported. The device will not be returned for analysis.